Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen response was delayed. Customer reported their blood glucose (bg) levels were impacted; however, no specific impact or bg value was provided. Customer was eventually able to interact with the pump to treat their bg levels.